Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in a totally occluded proximal right coronary artery (rca). A 32 x 3.00mm taxus liberté drug eluting stent was selected to treat the target lesion. The physician implanted the device to the proximal rca when the shaft broke while being pushed inside the patient. The procedure was completed with a different device. No further complications were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 26.5cm distal to the strain relief. A kink was present in the hypotube at 24.5cm distal to the strain relief. Another kink was visible in the midshaft extrusion at 2.2cm proximal to the port. It is noted that the break and the kinks that were visible are all consistent with excessive force having been applied to the shaft. An examination of the crimped stent and tip section of the device identified no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred the target lesion was located in a totally occluded proximal right coronary artery (rca). A 32 x 3.00mm taxus¿ liberté¿ drug eluting stent was selected to treat the target lesion. The physician implanted the device to the proximal rca when the shaft broke while being pushed inside the patient. The procedure was completed with a different device. No further complications were reported and the patient is stable.